Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was having difficulty charging ipg. It was noted that the ipg had migrated. The patient underwent an explant procedure. The explanted ipg will not be returned.